Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burn on the forceps elevator, peeled adhesive around objective lens and peeled adhesive around light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn on the forceps elevator, peeled adhesive around objective lens and peeled adhesive around light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.